Event description:
The complainant reported that the physician was performing a therapeutic implant of an advantage mid urethral sling on a female patient. During the procedure when the physician was passing the trocar behind the pubic bone the bladder was pierced. The physician then performed a cystoscopy and noticed the blue dilator tube. The physician removed it and re-inserted it without further problem. No reported issues reported by the physician at the time.

Manufacturer narrative:
The device model and catalog numbers of the suspect device are unknown, as well as lot number; therefore, the manufacture and expiration dates cannot be determined. Info was completed by the manufacturer based on info obtained from the complainant. The device remains implanted in the pt; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.